Event description:
It was reported that the bur broke at the start of drilling during a wisdom tooth extraction procedure. It was further reported that the procedure was successfully completed and no adverse consequences were reported.

Manufacturer narrative:
The bur subject to this MDR was returned for evaluation. It was visually confirmed that the bur head had broken off. Measurements carried out on the bur confirmed that all features conformed to required specification. A work order review for the lot concerned, confirmed that no issues were identified which may have contributed to this event. The root cause for the breakage is undetermined.